Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was found the patient's right ventricular lead exhibited increased, high capture threshold. The lead was capped and replaced on (B)(6) 2020. During the procedure, it was also noted that the tip of the lead was bent. The patient was stable.